Event description:
It was reported that after the insertion of the crystalens at-52ao intraocular lens into the patient's left eye, using a ci-28 delivery device, the surgeon noticed a capsular tear. The lens was then removed intraoperatively and a sulcus lens was implanted. Per the customer, there were no further complications and the patient completely recovered. Please reference MDR #: 2031924-2012-00002 for delivery device.

Manufacturer narrative:
The lens was requested, but was not returned to bausch and lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.